Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a tibial plateau leveling osteotomy (tplo) surgical procedure on a canine, it was observed that the k-wire device would either slip or would be hard to insert at times into the quick coupling device. There were no delays in the surgical procedure. A spare device was used to complete the procedure successfully. There was no human patient involvement as this was a veterinary procedure. There were no injuries, medical intervention or prolonged hospitalization. The date of event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the k-wire would not grip the k-wire at the lowest setting. Therefore the reported condition that the k-wire slips was confirmed, however the reported condition that the k-wire was hard to insert at times could not be confirmed. The assignable root cause of the k-wire slipping was due to improper cleaning, which is user error. If additional information should become available, a supplemental medwatch will be submitted accordingly.